Event description:
(B)(4). Migraine, numbness in my face and arms, depression, strong pain where the device was place, and I had a bell palsy in the left side of face and doctor couldn't explain how it happened I was ome month out of work.